Manufacturer narrative:
Reference manufacturer's report numbers: 1221359-2021-01887, 1221359-2021-01888, 1221359-2021-01889. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 assay. This report address patient four (4) of four (4). The customer reported a false positive result performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was not performed. Pcr confirmation testing generated negative results. The customer stated the patient was not symptomatic . No additional patient information the customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.